Event description:
It was reported that the usb port on the pump was damaged, making it difficult to charge the pump even with multiple cables and power sources-the cable would have to be inserted into the port at an angle and with some pressure in order to initiate charging. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.